Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2018 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2018: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative. It was reported that the patient felt stinging and burning when charging the ins. This occurred during the patient's past 2 recharge sessions. During the second recharge session, the patient also felt a sensation around the lead insertion point while charging as well. They felt the burning when they reached 60% or above in ins charge level. There were no known falls or trauma. The patient was receiving good therapy with no changes in that regard. The representative hasn't met with the patient but would clarify with the patient if there was heating coming from recharger. 2021-11-19 e1 (rep) additional information received. Rep reported cause was determined to potentially be the patient applying too much pressure to the battery with the recharger, causing an uncomfortable sensation. When rep called technical service, the person rep spoke with suggested rep discuss that with the patient. The patient indeed stated that he would press really hard with the recharger. The next recharge session, the patient did not press hard and did not experience any uncomfortable sensations while charging. He has continued to recharge without incident. The patient weight at the time of event was 194lbs. The issue is considered resolved, and the patient was instructed to call again should he experience any other issues/concerns.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4) implanted: (B)(6) 2018 product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018 product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 20-apr-2022, UDI#: (B)(4)product ID: 977a260, serial/lot #: (B)(4), ubd: 20-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for the call was the patient reported that today when charging the implant with the recharger, they experienced a stinging sensation where the battery was and where the leads were. The patient also had a muscle spasm to the right side of all of that. Additional information received from a manufacturer representative. It was reported that the patient felt stinging and burning when charging the ins. This occurred during the patient's past 2 recharge sessions. During the second recharge session, the patient also felt a sensation around the lead insertion point while charging as well. They felt the burning when they reached to 60% or above on ins charge level. There were no known falls or trauma. The patient was receiving good therapy with no changes in that regard. The representative hasn't met with the patient but would clarify with the patient if there was heating coming from recharger.